Event description:
It was reported that the anchor l locking plate would not remain locked on implant. Another locking plate was used to complete the procedure.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the plate was functionally tested with a sample cage and the plate could be attached without any issue, this plate is considered functional. There was some play between the plate and the cage because the plate had been deformed multiple times during surgery but it was still able to securely attach to the cage. According to follow up communication it was reported the surgeon attempted to attach this plate approximately five times, resulting in multiple plate deformations. The surgical technique warns that repetitive deformations may jeopardize the integrity of the plate. Conclusion: based on functional testing, follow up communication, the plausible root cause of the reported event is user related, specifically multiple plate deformations.

Event description:
It was reported that the anchor l locking plate would not remain locked on implant. Another locking plate was used to complete the procedure.